Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Low bg cause was not known. Customer consumed candy and administered a glucose injection in attempt to treat bg. Customer went to the emergency room with bg level of 26 mg/dl and was treated with juice, food, and intravenous saline. Customer was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.